Event description:
Baxter reported that the customer tried to prime the set multiple times but did not succeed in doing so. According to baxter follow up responses, the patient line connector was in the blue organizer and the homechoice set was not being used. There was no patient injury or medical intervention associated with this incident per the affiliate.